Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter would continue to power off while performing a blood glucose test. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2010 at 1145am. The customer care advocate (cca) was advised the patient manages his diabetes with lantus insulin (11 units) and humalog insulin (4 units). The patient stated he has been continuing to take his usual dose of medication. Half an hour after the start of the alleged issue, the patient claimed he felt symptoms of "low blood sugar and fell while walking" causing him to need medical attention. Sometime between 1230pm-2pm that same day, the patient stated emergency medical services (ems) was contacted. The patient obtained blood glucose results of "44, 52, 92 and 230 mg/dl" with the ems meter. A health care professional (hcp) administered intravenous (IV) glucose to the patient. At the time of troubleshooting, the cca noted there was no misuse of the subject meter and the batteries were recently replaced. Replacement products were still sent to the patient. It is not known if the patient continued to test his blood glucose on another device or if changes were made to his diabetes regimen; however, this complaint is being reported because the patient claims he was unable to test his blood glucose on the subject meter due to the reported issue and reportedly was treated for hypoglycemia by ems after the alleged meter issue began.